Event description:
An error with continuous glucose monitor (cgm) was reported, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level indicated. Technical support assisted the caller through a pump reset process, and after the reset, the cgm error was no longer displayed.